Manufacturer narrative:
B5. Additional information received: it was reported per the physician, the deployment failure occurred because the free flow was not released. Product analysis conclusion; the reported deployment difficulties and renal vessel occlusion could not be confirmed on the pre-implant films provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Procedural angiograms showing the difficulties to deploy were also not received. It is possible that the acute angulation noted may have been a factor in the reported events but this could not be confirmed. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in the patient for the endovascular treatment of a 54.1 mm and 43.1 mm iliac aneurysm abdominal aortic aneurysm. It was reported that during the index procedure, difficulties to deploy etuf2314c102ee was encountered. The physician then forcefully push the delivery system causing the stent graft fabric to rise and occlude the right renal artery. An attempt was performed to put a chimney to rescue the renal artery without success. As per the physician, cause of the event was device issue. No additional clinical sequelae were reported and the patient will be monitored.